Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation has been completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported an unresponsive navigation system that had been left on over the weekend. The system was logged into synergy cranial. A re-boot returned the system to proper function and the cranial software was launched properly. There was no patient present when this was identified.